Event description:
A male whose anatomical form was not suitable for endovascular repair because proximal neck and both iliac arteries were tortuous and add'l angle of the proximal neck of more than 60 degrees, underwent aaa repair in 2008. It was difficult to advance the main body delivery sys, so tug-of-wire was used due to the strong curve of the proximal neck. The suprarenal stent was deployed first. Angiography through the ipsilateral artery showed that there were not one or more stent lengths between the main body limb and the internal iliac artery bifurcation. Therefore, sealing at the main body limb was performed. A proximal type I endoleak occurred. The graft was slightly bent around the winding area at the proximal neck. Molding was performed at the main body ipsilateral limb. Another MFR's stent was placed at the tortuous area of the main body on the proximal side. Final angiography confirmed that there were no endoleaks. The physician commented that when the main body was placed, the aneurysm was stretched more than he had estimated and there was no room to place the ipsilateral iliac leg graft. Pt outcome is unk at this time.

Manufacturer narrative:
Event eval: still under investigation.